Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 600 mg/dl and it was thought that the meal bolus was too low for the carbohydrates consumed. A bolus via the pump was delivered to address the high bg. A pump system check was performed and the pump was found to be functioning properly. Tandem technical support advised the customer to discuss the event with a healthcare provider.